Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl at the time of event. Customer's blood glucose level was 98 mg/dl at the time of call. Customer stated that insulin pump was malfunctioning and they had high blood glucose level and low blood glucose level. Customer alleges insulin pump was under delivering or over delivering. Customer declined the troubleshooting. The device will not be returned for analysis.